Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stents: rx vision 2.75 x 15 mm; mini vision rx 2.5 x 15 mm; mini vision rx 2.5 x 12 mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of angina, myocardial infarction and occlusion as listed in the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use (IFU) are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The vision rx and the other two mini vision rx devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported by the patient that he had a myocardial infarction in the right coronary artery (rca) on (B)(6) 2013. Four vision stents were implanted emergently at (B)(6) by dr. (B)(6). A mini vision rx 2.25 x 8 mm and a vision rx 2.75 x 15 mm were implanted in the mid rca, a mini vision rx 2.5 x 15 mm was implanted in the proximal rca, and a mini vision rx 2.5 x 12 mm was implanted in the distal rca. Four years later, the patient was re-admitted on (B)(6) 2017 with lightheadedness, dizziness, angina and another myocardial infarction. The patient stated he was told that all four of the previously placed stents were 100% blocked; although he was not told whether this was due to thrombosis or re-stenosis. Two additional unknown stents were emergently implanted as treatment at (B)(6) by dr. (B)(6). No additional information was provided.